Event description:
It was reported that intermittent losses of out of range issues occurred between the transmitter and pump. The customers blood glucose level was 311 mg/dl. Reportedly, the pump and transmitter regained connection.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.